Event description:
A customer reported that their pump battery was depleting too rapidly. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to monitor if battery depletion exceeds 35% per day, with a follow-up planned if the issue persists. The customer understood and acknowledged the instructions.